Event description:
It was reported to fresenius via a customer survey response that the patient discontinued peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: based on the limited follow-up information available, the patient¿s liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via a customer survey response that the patient discontinued peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: h6 (health effect - clinical code).

Event description:
It was reported to fresenius via a customer survey response that the patient discontinued peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful.